Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad was severely worn and partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the ptfe pad was severely worn and partially peeled when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). Also it is known that the short circuit error occurred and the contact marks on the surface of the probe and the metal part of the jaw occurred since the ptfe pad was worn and consequently the probe contacted with the metal part. The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following report:8010047-2016-00396.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used for a hysterectomy, the short circuit error occurred, and the ptfe pad was burnt and separated. The procedure was completed with another device, and there was no patient injury reported.